Manufacturer narrative:
Lead model 3389s-40, lot #v772558 implanted: (B)(6) 2011 explanted: na; lead model 3389s-40, lot #v794127, implanted: (B)(6) 2011, explanted: unk; adaptor model 37092 lot #290830001 implanted: (B)(6) 2011, explanted: na; extension model 37085-60, serial (B)(4), implanted: (B)(6) 2011, explanted: na; extension model 37085-60, serial #(B)(4), implanted: (B)(6) 2011 explanted: na; programmer model 37642 serial (B)(4).

Event description:
It was reported that following an implant the patient had an infection in the implantable neurostimulator pocket after stage two implant. Exploration of the wound failed to reveal infection, but rather found fluid consistent with seroma. Gram stain was also negative for bacteria. The device was not removed. The patient was doing good following exploration.